Manufacturer narrative:
Summary of investigation: there are three previous complaints regarding this code batch. One regarding a packaging defect and two for the same issue as this case. All were closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are 108 units blocked in stock in b. Braun surgical's warehouse. We have received 3 open sample with the needle detached from the thread (contaminated). Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering that there are two previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when you open the envelope, the thread is separated from the needle. The product cannot be used. 3 envelopes from the same box with the same problem. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.